Event description:
Information was received from a consumer regarding a patient who was receiving intrathecal baclofen (unknown concentration and dose) via an implantable pump for intractable spasticity. The date of the event was unknown. It was reported the patient experienced an illness. The pump had been alarming for months. The patient had relocated and was in need of a healthcare provider in her area. The cause of the event, interventions, medical history, type of baclofen, concentration, dose, lot number, concomitant drugs and outcome were not reported; additional information has been requested, but was not available as of the date of this report. Additional information was received from a consumer indicated the pump was alarming because it was empty and it had been empty since last summer. The patient had not found a managing physician yet since both had refused to see them. The first refused to see the patient because of (B)(6) insurance holds, and the second refused to see the patient because they did not put the pump in. The patient had been hospitalized in two different hospitals for a total of 90 days after the alarm started. She said it was a separate issue, and would not elaborate. While in the hospital, the patient was inappropriately treated and overdosed three times. The patient was disabled. If additional information is received, a follow-up report will be sent. Additional information: it was reiterated that the pump had been alarming for months; it had been alarming since the patient went into full septic shock on (B)(6) 2015. The patient had moved to (B)(6) and was having a difficult time finding a new hcp. It was also stated that the patient had "other health issues" which the reporter felt were unrelated to the pump.

Manufacturer narrative:
The previously documented check for a life-threatening event no longer applies as the previously reported coding for septic shock was removed. The previously documented check for serious injury no longer applies as the patient coding for septic shock no longer applies. The event was still reportable for a device malfunction. The previously reported patient code (B)(4) was removed as review of the events determined that it was not applicable. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2016, information received from a consumer reported that the patient passed away on (B)(6) 2016; they were taken off of life-support. No additional information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.